Event description:
A patient had an external jugular 18 gauge surflo IV 2 inch catheter placed earlier this month. A couple of days later, a nurse noted the dressing to be moist and leaking as she tried to flush the catheter. The dressing was removed. The ej cannula was noted to be detached from the hub and the cannula was not visible at the skin surface. The patient's neck was palpated and the catheter/cannula could be felt under the skin surface. A soft tissue x-ray revealed approximately a 4 cm catheter/cannula fragment in the soft tissues of the neck. The patient was taken to surgery for removal of the retained distal portion of the angiocath. The anesthesiologists said that the catheter/cannula was known to bend and crimp very easily and this was validated with demonstration on the same type of catheter.